Event description:
It was reported that during an unknown procedure, the device filed to fire. No further information is known at this time. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the trigger advanced and no staples deployed? Did the device locked out and could not be fired at all? Trigger was advanced no staples deployed.